Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The system logs for the event date (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. This event is being reported due to the following conclusion: the patient experienced a pneumothorax that increased in size over time and required a chest tube to be inserted to accelerate ling expansion and assist in the patient's recovery; the patient was subsequently hospitalized. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable. The initial reporter submitted a report to the FDA.

Event description:
It was initially reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax that required a chest tube placement for lung re-expansion, and hospitalization. It was reported that a 21g flexision biopsy needle was used to take biopsies as well as a forceps instrument and a cytology brush. On 10-august-2021, intuitive surgical inc. (Isi) contacted the physician who performed this procedure and additional information was obtained about the complaint: the pneumothorax was identified on a chest x-ray after the completion of the ion procedure. The physician reported that she thinks that an ion product contributed to the reported pneumothorax. When asked why the physician thinks an ion product caused or contributed to the event, the physician provided the following answer: ¿biopsy of two peripheral nodules close to the pleura.¿ the physician reported that she believes the pneumothorax would have occurred via another biopsy modality due to the location of the nodule being adjacent to the pleura. The physician reported that no ion product malfunction occurred. The pneumothorax was reported to be small in size with it growing ¿minimally¿ over time. The patient reportedly experienced chest pain, was never considered medically unstable, and was hospitalized for over 24 hours. The physician reported that the chest tube was placed to resolve the pneumothorax and the patient was discharged home without symptoms.